Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that customer is concerned that the insulin pump is over delivering insulin. Customer experiencing unexplained low blood glucose readings. The customer also states that the numbers ramp up faster than normal. During troubleshooting, no anomalies noted. The insulin pump passed the displacement test. Nothing further reported.